Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated. Found that xdcr pt800 & pt802 are failing causing the reported issues.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator while on a patient experienced "transducer fault, vent inop, motor fault, low pip, low ve, high pip and high rate" alarms. There was no patient injury or harm associated with the reported issue.